Manufacturer narrative:
The unit was received with blank display due to moisture damage electronic assembly. Unable to performed functional test due to blank display. The following physical damage was noted: minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, and missing o-ring reservoir tube. The unit also had a loose/protruded drive support disk.

Event description:
The customer reported via phone call that the reservoir compartment was cracked. The patient's blood glucose at the time of incident was 322 mg/dl. The customer did not know how the damage occurred. The insulin pump was returned for analysis.